Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. When the patient was found unresponsive, the patient¿s family called 911. The patient was taken via an ambulance to the emergency room (ER) where she was then admitted. The cause of the unresponsiveness was unknown. The unresponsiveness had been resolved. At the last check, the managing healthcare provider (hcp) was titrating the pump dosing to a therapeutic level. The patient was discharged from the hospital as of (B)(6) 2017. Additional information was received from a hcp on (B)(6) 2017. The hospital thought the cause of the unresponsiveness was a combination of medications. It was potentially related to the pump medication. There was not anything that had been changed with the dose and concentration. The patient had been on that same dose for a long time. Other medications the patient was taking at the time of the event were remeron and trazodone. The patient took an occasional hydrocodone rarely. The rate was turned down 50%. The patient¿s pain level had not changed and was doing fine at the reduced dose. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
207-02-10 mpxr 394757 (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 15 mg/ml dilaudid at flex dose of 6.389 mg/day and 175 mcg/ml clonidine at a flex dose of 74.54 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient last had a refill on (B)(6) 2017. The patient was found unresponsive on (B)(6) 2017 at approximately 4 pm. The patient was brought to the emergency department (ed) where she was then admitted to the intensive care unit (ICU) and was intubated to establish an airway. It was reported by the hospitalist that the patient became oriented and was able to be extubated later in the afternoon/evening, but was combative. The patient then became somnolent again at approximately 11:30 pm and was reintubated. Due to the symptoms, a pocket fill was suspected. The hcp performed a reservoir check on (B)(6) 2017, which indicated that this was not the case. The reservoir volume was normal and consistent with telemetry. The rate of the pump was placed into minimum rate as a precaution. The managing hcp discussed possibly running a drug assay as well, but that had not yet been done. The issue was not resolved at the time of the report and the patient status was alive with no injury. It was unclear at the time if the issue was related to the pump or not. There were no known environmental, external, or patient factors that may have led to or contributed to the event. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.